Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-jp-jug-tulip. Similar to device under 510(k): k090140. (B)(4). Summary of investigational findings: based on the description, it is evaluated that the root cause for the difficult advancement cannot be determined. It is seen before that if excessive force is applied during advancement, the sheath could bend and cause difficult advancement. However, under normal conditions the sheath is strong enough to accomplish the procedure, but the introducer sheath may bend if excessive force is used to advance the introducer sheath through tortuous anatomy. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: the device was used for ivc filter placement. Right jugular approach was selected. The procedure was conducted as labeled. After angiography was performed by jugular approach, dilation of the puncture site with the component dilator was performed and then, the sheath system was advanced into the body over a wire guide (radifocus / terumo). When the sheath system reached the target site, the introducer dilator and the wire guide were retrieved from the sheath system and the filter introducer was inserted into the sheath. However, during advancement of the filter introducer, strong resistance was encountered on the way and it became impossible to be advanced further. Although retrieval of the filter introducer was attempted, it got stuck in the sheath and could not be withdrawn. Therefore, the introducer was retrieved at the same time with the sheath. Another igtcfs-65-jp-jug-tulip was used instead without problems. Patient outcome: no adverse effects to the patient.